Event description:
Patient presented to the physician with the ipg protruding towards the skin at the chest incision site exposing the patient to a potential risk of erosion. Physician brought the patient into the operating room, repositioned the ipg, placed it deeper in the pocket, re-sutured, and closed.